Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used reservoirs performed manual prime test using a new lab infusion set along with 5xx pump. Both reservoirs passed per inspection. No occluded anomalies were observed during test. Both reservoirs connected/locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer did not mention any symptoms of high blood glucose levels. The customer returned the device for analysis.